Event description:
It was reported that pacemaker system exhibited undersensing. Technical services (ts) was consulted and upon review discuss intermittent, undersensing and a change in waves amplitude. Health care professional (hcp) will due further clinical evaluation. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.